Event description:
The customer reported poor image quality. No report of pt injury.

Manufacturer narrative:
The ge rep performed an on site investigation. The image processor was replaced. A circuit board was replaced. The system was then found to be operating as intended.